Event description:
It was reported that black chips were discovered in the bag when filling with chemicals. Per reporter, the event occurred in the hospital during priming. There was no patient involvement. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One sample was returned for evaluation. Three pictures were attached to the complaint. In one of these pictures, a foreign material was detected. Samples returned: sample received: one (1) sample was received. The sample was received in used conditions, decontaminated, without its original packaging and inside in a plastic bag. Visual inspection: the sample was visually inspected at a distance of 12¿ to 16¿ under normal conditions illumination. Particles were observed on the samples received. According to picture received, the failure mode ¿foreign material/contamination¿ was confirmed.